Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of retroperitoneal bleeding could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms which the account attributed to retroperitoneal bleeding. The system controller event log file contained events from (B)(6) 2024, per the timestamps. Three, transient low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review in light of low flow alarms which were attributed to a recent retroperitoneal (rp) bleed. Logs were being sent for historical value and trend assessment. The event log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. These flow readings did not appear to be the result of any external equipment malfunction. Additionally, the log contained clusters of pi events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible in the log file the mechanical circulatory support equipment was operating as intended electronically and mechanically. The patient was admitted on (B)(6) 2024. A computed tomography (CT) scan of the abdomen was used for diagnostic testing. The bleeding was resolved, and it was treated by embolization.